Event description:
Staple gun was used and worked. First reload was used and worked. Second reload appeared to work but later, when doing vaginal work, it was realized that the reload stapled but did not cut. Third reload would not fire the staples.